Event description:
It was reported that the bd ultra-fine¿ pen needle did not attach. The following information was provided by the initial reporter, translated from spanish to english: he screws the needle into the insulin pen, and in spite of screwing it all the way in, the needle does not pierce the rubber of the pen completely and he sees that the insulin does not come out when he is purging. He proceeds to remove the needle, and putting it back in, he sees that the insulin does not come out during the purging. As if the needle had not gone all the way through the rubber of the pen, preventing the insulin from coming out. When she realized this, she proceeded to remove the needle and use another one, from the same batch, which, when purging, did come out with insulin. She tells me that this is not the first time this has happened to her; it happened to her some time ago, with a needle of the same brand, but she did not keep it. He tells me that it is a very low incidence, 1 needle in every 100 units. The consequences of this needle failure have not been serious, as she has realized it and has used another needle. She has not suffered any damage.

Manufacturer narrative:
The following fields were updated due to correction: a1: patient identifier: (B)(6) corrected to (B)(6) (parent file information) . H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was not able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes no d9: returned to manufacturer on: 13feb2024 h.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ pen needle did not attach. The following information was provided by the initial reporter, translated from spanish to english: he screws the needle into the insulin pen, and in spite of screwing it all the way in, the needle does not pierce the rubber of the pen completely and he sees that the insulin does not come out when he is purging. He proceeds to remove the needle, and putting it back in, he sees that the insulin does not come out during the purging. As if the needle had not gone all the way through the rubber of the pen, preventing the insulin from coming out. When she realized this, she proceeded to remove the needle and use another one, from the same batch, which, when purging, did come out with insulin. She tells me that this is not the first time this has happened to her; it happened to her some time ago, with a needle of the same brand, but she did not keep it. He tells me that it is a very low incidence, 1 needle in every 100 units. The consequences of this needle failure have not been serious, as she has realized it and has used another needle. She has not suffered any damage.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needle did not attach. The following information was provided by the initial reporter, translated from spanish to english: he screws the needle into the insulin pen, and in spite of screwing it all the way in, the needle does not pierce the rubber of the pen completely and he sees that the insulin does not come out when he is purging. He proceeds to remove the needle, and putting it back in, he sees that the insulin does not come out during the purging. As if the needle had not gone all the way through the rubber of the pen, preventing the insulin from coming out. When she realized this, she proceeded to remove the needle and use another one, from the same batch, which, when purging, did come out with insulin. She tells me that this is not the first time this has happened to her; it happened to her some time ago, with a needle of the same brand, but she did not keep it. He tells me that it is a very low incidence, 1 needle in every 100 units. The consequences of this needle failure have not been serious, as she has realized it and has used another needle. She has not suffered any damage.